Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the plastic adaptor fitting was damaged. As the adaptor fitting was damaged this allowed water and disinfectant to leak from the unit and for the reported event to occur. The technician replaced the adaptor fitting, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported a leaking from their advantage plus endoscope reprocessing system onto the floor. No report of injury.